Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 557 mg/dl; cause was unknown. Reportedly, a correction injection was delivered to address bg. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.